Manufacturer narrative:
Corrections: b5 - new information received notes that lead was capped and not explanted. D7 - no explant date since lead was capped h6 - method code.

Event description:
New information received notes lead was capped and not explanted on 28 may 2020.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with fatigue and high impedance measurements on their left ventricular lead. Lead was explanted and replaced on (B)(6) 2020. Patient was stable post-procedure.